Event description:
Procedure: tep hernia - inguinal area/abdomen. According to the reporter: issues inflating the balloon for dissection. Plastic ring with black central area, did not permit inflation and later broke off. A second unit was opened and used. No adverse effect to the patient, who has been discharged. No tissue loss/damage. No extension in incision. No additional blood loss. No delay in surgery time. Nothing fell into the patients cavity. No reinforcement material used. Sample is available and collection is being arranged.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).